Event description:
A 0.9 normal saline flush was programmed to go in at 1cc over 15 minutes. After only a brief time, the pump alarmed for syringe empty. The 1cc syringe was not empty, and the flush was not delivered. The flange end of the luer lock syringe is too narrow and failed to correctly latch into the infusion pump. Pump functioned correctly.